Event description:
The initial reporter stated that the pump would not run. They stated that when they pressed run, the pump appeared to be running but was not delivering. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint. They stated that they did not have any additional information. (B)(4)

Manufacturer narrative:
The pump was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd, an investigation could not be completed. This report will be updated if the device is returned to mmd.